Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no system movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens conducted a retrospective review and re-evaluated this complaint. Siemens has now deemed that this complaint now meets the requirement for reporting under 21 cfr 803. Investigation showed that the joystick button of the stand control module (scm) was sluggish to operate. Dried liquid residues/ cleaning agents were found in the key guidance of the button. The table control module (tcm) was also exchanged even though no errors related to the tcm were found in the logs. Investigation of the tcm also showed that liquid/ cleaning agents had entered the module interior. A sticky substance was found below the keyboard cover frame. Considering the findings, the issue was caused by liquid contamination, which lead to a mechanical defect. It is possible that this happened during system cleaning / disinfection by the customer. The operator manual and cleaning guide contain adequate information on this topic and warn about liquids seeping into the system. The scm and tcm were exchanged as part of service activity. The occurrence rate of the error pattern was checked a possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.